Event description:
It was reported that a person using the ilet with an fsl3+ continuous glucose monitor (cgm) experienced hyperglycemia, with a highest continuous glucose monitor (cgm) value of 206 mg/dl, after eating breakfast without making a meal announcement and contacting support more than 30 minutes after consumption; the agent advised not to announce and to allow ilet to correct. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included no alerts or alarms, no need for additional follow-up, and no hospitalization. Investigation included customer communication and review of use conditions. Investigation of this case revealed that the hyperglycemia was attributable to user error related to a missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
Initial.